Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter remote read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter inaccuracy began approximately 1 month prior to contacting lfs. The patient reported that the subject meter was reading ¿100 points higher¿ than two accu-check meter. On an unspecified day, the patient reported obtaining blood glucose readings of ¿330 mg/dl¿ with the subject meter and ¿209 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient is on insulin pump therapy and reported that he was adjusting his boluses based on the meter reading. On (B)(6) 2013, the patient reported that he tested his blood glucose with the subject meter and obtained a reading of 112 mg/dl. The patient went on walk with his dog and ¿passed out¿. The patient denied developing symptoms prior to passing out. The patient stated 6-7 emts ¿woke him up¿ and was told his blood glucose was at 37 mg/dl. The patient reported he was taken to the hospital and remained there till the following day. It was not noted what treatment the patient received in response to low blood glucose. At the time of troubleshooting, the patient ran a control solution test on the subject meter and confirmed the control result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after obtaining an alleged inaccurate high result with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.